Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would turn off. The event occurred upon power up in pediatrics. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification. No correction is required. Should additional relevant information become available, as a supplemental report will be submitted.  The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345. The cause was identified to be a failed downstream sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.